Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the probe of the coulter lh 500 instrument. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal proper equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse had observed a leak at the blood sampling valve (bsv) of the instrument. The fse found that the front blood detector and bracket were loose causing the bsv to become misaligned. The fse realigned the bracket and the blood detector and verified that the bsv was aligned. The leak was fixed. The repairs were verified per established procedures. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).